Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient started essure (ess205), on (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2016, total hysterectomy and bilateral salpingectomy to remove the essure). Essure (ess205) was withdrawn. At the time of the report, the genital haemorrhage, back pain, vaginal discharge, migraine and procedural pain had resolved. The reporter considered genital haemorrhage, back pain, vaginal discharge, migraine and procedural pain to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. The physical pain and emotional anguish the plaintiff suffered as a result of these coils . Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2006: hysterosalpingogram result was full occlusion of both fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abnormal heavy bleeding. A hysterectomy and bilateral salpingectomy to remove essure was performed around 11 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), uterine haemorrhage ("abnormal, heavy bleeding / abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding(general)") in a 41-year-old female patient who had essure (ess205) (batch no. 12279611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. Concomitant products included omeprazole since 2008 and sertraline since 1999. On (B)(6) 2005, the patient had essure (ess205) inserted. In december 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In february 2006, the patient experienced migraine ("migraines"), weight increased ("weight gain"), alopecia ("hair loss") and headache ("headache"). In march 2006, the patient experienced depression ("depression") and mood altered ("mood change"). In june 2006, the patient experienced nausea ("nausea"). In december 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge/ vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 10 years 5 months after insertion of essure (ess205), the patient experienced rash ("rash"). In may 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydroxyzine, prednisone (deltasone) and surgery (on (B)(6) 2016, total hysterectomy and bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and nausea was resolving, the uterine haemorrhage, back pain, vaginal discharge, migraine, procedural pain and rash had resolved, the vaginal haemorrhage, menorrhagia, mood swings, weight increased, dyspareunia, dysmenorrhoea, headache and mood altered outcome was unknown and the depression and alopecia had not resolved. The reporter considered alopecia, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, procedural pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. The physical pain and emotional anguish the plaintiff suffered as a result of these coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-apr-2006: full occlusion of both fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), uterine haemorrhage ("abnormal, heavy bleeding / abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding(general)") in a 41-year-old female patient who had essure (ess205) (batch no. 12279611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. Concomitant products included omeprazole since 2008 and sertraline since 1999. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2006, the patient experienced migraine ("migraines"), weight increased ("weight gain"), alopecia ("hair loss") and headache ("headache"). In (B)(6) 2006, the patient experienced depression ("depression") and mood altered ("mood change"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge/ vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 10 years 5 months after insertion of essure (ess205), the patient experienced rash ("rash"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydroxyzine, prednisone (deltasone), surgery (on (B)(6) 2016, total hysterectomy and bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and nausea was resolving, the uterine haemorrhage, back pain, vaginal discharge, migraine, procedural pain and rash had resolved, the vaginal haemorrhage, menorrhagia, mood swings, weight increased, dyspareunia, dysmenorrhoea, headache and mood altered outcome was unknown and the depression and alopecia had not resolved. The reporter considered alopecia, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, procedural pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. The physical pain and emotional anguish the plaintiff suffered as a result of these coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: full occlusion of both fallopian tubes. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received. Concomitant drugs were added. Events abnormal bleeding(general), mood change added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("abnormal, heavy bleeding / abnormal uterine bleeding") in a 41-year-old female patient who had essure (ess205) (batch no. 12279611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. On (B)(6) 2005, the patient had essure (ess205) inserted. In december 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2006, the patient experienced migraine ("migraines") and headache ("headache"). In december 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("irregular vaginal discharge/ vaginal discharge"). On (B)(6) 2016, 10 years 5 months after insertion of essure (ess205), the patient experienced rash ("rash"). In may 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), mood swings ("mood swings"), depression ("depression"), nausea ("nausea"), weight increased ("weight gain"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydroxyzine, prednisone (deltasone), surgery (da vinci laparoscopic total hysterectomy with salpingectomy (uterine cryosurgery).) And surgery (on (B)(6) 2016, total hysterectomy and bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, back pain, vaginal discharge, migraine and procedural pain had resolved and the vaginal haemorrhage, menorrhagia, mood swings, depression, nausea, weight increased, alopecia, dyspareunia, dysmenorrhoea, rash and headache outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. The physical pain and emotional anguish the plaintiff suffered as a result of these coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: full occlusion of both fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters added and updated patient demographics. Historical condition was added. On 01-nov-2005, she implanted essure (previously reported as (B)(6) 2005). Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), mood swings, depression, rash, nausea, dyspareunia (painful sexual intercourse), pain, weight gain and hair loss, dysmenorrhea (cramping) event abnormal genital bleeding updated to abnormal uterine bleeding. Updated events, outcome and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abnormal heavy bleeding. A hysterectomy and bilateral salpingectomy to remove essure was performed around 11 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.